Event description:
It was reported there was a clip blockage that caused internal damage in the colonovideoscope. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E1 ¿ full initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed that the biopsy channel was scratched due to the clip blockage. Olympus will continue to monitor field performance for this device.